Manufacturer narrative:
The additional as reported problem code external leak (blood) was inadvertently omitted from MDR follow up #1 product information grid, MDR report number 9611369-2024-00047.

Manufacturer narrative:
B5: the following information was provided by the customer. In addition to the previously reported external fluid leak, there was an alleged external blood leak. The amount of blood loss was unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available. H10: the actual device was not available; however, photographs and a video of the sample were provided for evaluation. The photos showed the device after use with a torn product label with visible lot information. During visual inspection of the video, fluid droplets were observed outside of the header area during treatment. There was no evidence of an external leak of blood in the photos or video. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported conditions were verified. The cause of the conditions was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the header area of a polyflux 21l during hemodialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.